Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample outside of its original package and without a lot number was received for evaluation. After performing a visual inspection, the reported condition could not be confirmed since the sample received was only a partial piece of the tubing. The root cause was not identified. However, the most likely root cause for the stylet disassembly indicates that this issue could occur if during use the instructions for use (IFU) are not strictly followed. Product use: if the tube is not filled with enough water (10 cc) it may be difficult to remove the stylet smoothly. Feeding tubes should be flushed frequently to prevent clogging that may cause the medication and nutrition accumulation through the tube. Please refer to the IFU instructions for the proper procedure for insertion of the feed tube and extraction of the stylet for stylet placement; using a syringe, inject approximately 10 cc of water into the tube to activate the hydromer coating. The IFU states that once the tube position has been confirmed, reactivate the hydromer coating with another 10 cc of water before attempting removal if the stylet has been indwelling for any appreciable time. No corrective actions are deemed necessary at this moment as the reported issue could not confirmed with only a partial product returned, however will continue monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that after visualization on the pulmonary xray which confirmed the positioning of the tube, the doctor asked the nurse to remove the stylet. The nurse injected 10 ml of water into the secondary port and tried to remove the stylet but she could not remove it. She administered another 10 ml of water and managed to remove the stylet, but with difficulty and resistance. In the evening, the nurse started the enteral feeding, but the pump displayed "occlusion". She tried to do an irrigation with a syringe, but was unsuccessful. She injected pancreatic enzymes to unclog the tube, but the irrigation was not possible. She removed the tube to reinstall another. Upon checking, the tube was kinked at the end (1 inch of the weight).